Manufacturer narrative:
The delivery catheter was returned and analyzed, the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary indicates the mechanical operation of the catheter was damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, something was wrong with the valve on the catheter. A smaller wire had to be used to open up the valve. After placing the left ventricular lead, the catheter snapped in two when the physician was slitting it. The lead and catheter were removed. The lead was inspected and there was no damage to it. The lead was then implanted with a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.